Manufacturer narrative:
The reported issue was confirmed user related. The root cause of the reported issue is due to the device being overfilled. During evaluation, it was confirmed that the unit did not function to specification by not heating or cooling. Water exchange. Initial evaluation, calibration, final evaluation performed. Electrical safety check performed the instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Initial reporter zip code: 1160 the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool or heat properly. Per follow up information received via email on (B)(6) 2024, device would be repaired in the hospital by medtech. No patient involvement.

Manufacturer narrative:
This event was a confirmed use of device, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed user related. The root cause of the reported issue is due to the device being overfilled. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool or heat properly. Per follow up information received via email on 10oct2024, device would be repaired in the hospital by medtech. No patient involvement.

Event description:
It was reported that the arctic sun device did not cool or heat properly. Per follow up information received via email on 10oct2024, device would be repaired in the hospital by medtech. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.